Event description:
It was reported that patients lead incision looked like it was not healing properly. Symptoms of sweats and fever were noted. The physician believed the infection is procedure related. The patient underwent an explant procedure wherein spinal cord stimulation (scs) was removed. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately few days ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6). Batch: 7132692. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160, model: sc-1416, serial, (B)(6). Batch: 213311.